Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while locked. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was successfully implanted reducing the mr to a grade of 1. On (B)(6) 2022 the patient underwent a secondary procedure to treat mr with a grade of 4+ due to disease progression. An xt clip was advanced and placed medial to the previously implanted clip. Post deployment, a jet was immediately detected on echo. Fluoroscopy noted a partial opening of the clip. The clip opened from 20 degrees to approximately 60 degrees. The clip remained stable on the valve and second xt clip was implanted to further reduce the mr. The procedure was complete with a final mr grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a